Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient complained of blood stained sputum while admitted for post ablation syndrome. The patient was treated with oral transamin. The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020.